Event description:
It was reported that the user experienced a low glucose event, described as a reading under 70, of unclear cause and self-treated with oral glucose, after which glucose was 131 mg/dl and later 90 mg/dl. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful at-home treatment. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.